Event description:
It was reported that a metallic piece protruded upon removal. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified graft to axillary vein anastomosis. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. Upon removal of the balloon, balloon was fully deflated and when removed over the wire from the sheath a metallic piece was protruding from it, likely one of the cutting components of the balloon. A completion fistula gram was performed though the sheath showing good flow through the graft. The device was deflated angiographically and the sheath was removed over the v18 wire intact; however there was an approximately 1 inch cut lengthwise in the sheath that appeared to have been made from a sharp cut and was confirmed caused by the balloon as it was not present prior to the used of the balloon. As per physician's opinion, the blade lifted was possibly caused from the inflation at the lesion. The patient was taken to recovery in stable condition.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 10 atmospheres for 30 seconds using digital timer: (B)(6), without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with calibrated pressure gauge (B)(6). This inflation to rate of burst pressure of 10 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. A visual examination was performed on the returned device. It was noted that approximately 5mm of one blade and blade pad was lifted distally from the balloon material. The remaining 15mm of the blade and blade pad was full bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issue was observed with the tip or marker bands of the device which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that a metallic piece protruded upon removal. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified graft to axillary vein anastomosis. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. Upon removal of the balloon, balloon was fully deflated and when removed over the wire from the sheath a metallic piece was protruding from it, likely one of the cutting components of the balloon. A completion fistula gram was performed though the sheath showing good flow through the graft. The device was deflated angiographically and the sheath was removed over the v18 wire intact; however there was an approximately 1 inch cut lengthwise in the sheath that appeared to have been made from a sharp cut and was confirmed caused by the balloon as it was not present prior to the used of the balloon. As per physician's opinion, the blade lifted was possibly caused from the inflation at the lesion. The patient was taken to recovery in stable condition.